Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg became inoperable and it is unknown if it prematurely depleted. As a result, surgery may occur in the future.